Event description:
It was reported that the patient's right ventricular lead exhibited high defibrillation impedance and high capture threshold. The lead was capped and replaced on (B)(6) 2023. The patient was stable.